Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68327fp00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the architect ca 19-9xr assay did not identify an increase in complaints. Additionally, an increase in complaint activity was not identified for the reagent lot. Accuracy testing was performed to evaluate the performance of the reagent lot 68327fp00. An internal ca 19-9xr panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent was identified.

Event description:
The customer observed falsely elevated architect ca 19-9 results for one patient. The following results were provided: initial result >1200 automatic dilution retest <20 undiluted retest result: 7.42 u/ml it is unknown if the patient has pancreatic cancer. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect ca 19-9 results for one patient. The following results were provided: initial result: 1200 automatic dilution retest:20 undiluted retest result: 7.42 u/ml it is unknown if the patient has pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
Corrected information found in section b3 date of event was corrected to 27may2025. Concomitant product was also included. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68327fp00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the architect ca 19-9xr assay did not identify an increase in complaints. Additionally, an increase in complaint activity was not identified for the reagent lot. Accuracy testing was performed to evaluate the performance of the reagent lot 68327fp00. An internal ca 19-9xr panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent was identified.